Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device cycled power by itself inappropriately when the code summary button was pressed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control downloaded the electronic records from the device and was able to verify the reported issue. Physio-control then replaced both the power pcb assembly as well as the battery wire harness assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed power pcb and battery wire harness assemblies. Physio determined that the cause of the reported issue was excessive wear on pcb-mounted jack connector, designator j11, of the power pcb assembly as well as cable-mounted plug connector, designator p11, on the battery wire harness assembly (which plugs directly into pcb-mounted jack connector designator j11). The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when certain high current usage device functions, such as code-summary, are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Event description:
The customer contacted physio-control to report that their device cycled power by itself inappropriately when the code summary button was pressed. There was no patient use associated with the reported event.